Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
In 2008, the patient underwent the surgery with the t2 scn. In 2009, the patient underwent the removing surgery of the scn nail and screws. Afterwards, the surgeon found through the x-ray that the foreign material around the patient bone. Thus the patient underwent the removing surgery of the foreign material at approximately 5 weeks later. The surgeon found that the foreign material is metal shreds. However, the surgeon was not able to remove a part of metal shreds.